Manufacturer narrative:
Updated: h3, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed plastic part of the light guide hose detachment issue could not be determined, however, the issue was likely the result of chemical and or physical stress. The event may be detected/prevented by following the instructions for use which state: safety instructions - handling and general precautions - do not bend the insertion part or universal cord too sharply (diameter less than 10 cm), as this may cause damage. - do not subject the tip of the endoscope to any impact, as this may cause abnormalities in the field of view. - do not twist or bend the curved parts by hand as this may cause damage. - do not squeeze the curved section too hard, as this may stretch or tear the rubber covering at the curved section, resulting in water leakage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the plastic part of the image guide fell off of the fiberscope. There were no reports of patient involvement.